Manufacturer narrative:
Investigation summary: a review of the functional test, documentation, device history record, specifications, drawing, quality control, manufacturing investigation and a visual inspection of the returned device were conducted during the investigation, and no issues were found related to the reported issue. The functional test noted the basket formation expanded to the fully deployed position. The collet knob was tight and secure. The male luer lock adaptor (mlla) was loose. The visual inspection of the returned device confirmed that one of the basket wires has pulled out of the cannula and the other wires are secure. The other wires are secure. The basket sheath is noted to be smashed from the distal tip. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no other non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. There is no evidence to suggest all items in the lot or similar devices in house are nonconforming/defective. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing a procedure, the operator opened a package containing ncircle tipless stone extractor device and discovered that the wire of basket was broken. The device did not come in contact with patient. No additional information is available at this time.